Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had a gradual loss of stimulation and therapeutic effect. A revision was performed to correct the issue. During the revision the doctor re-connected the leads to the implantable neurostimulator (ins). The leads were not completely inserted into the header of the battery initially. During the revision the leads were fully inserted into the ins header. After the revision the patient was doing well with appropriate therapy.

Event description:
It was reported that stimulation was in the wrong location. The patient was implanted with a new implantable neurostimulator (ins) on the day prior to the date of this report. The manufacturing representative had come in on the date of this report and was unable to get the ins working, stimulation was not going to the correct area. The patient knew his lead wires had not been placed correctly because the stimulation was going in the stomach and in the left leg but was supposed to be in the right leg and lower back. Upon meeting with the patient on (B)(6) 2014 it was determined they would be referred to another health care provider (hcp) on (B)(6) 2014 for a possible revision of the lead however no action had been taken or planned. The patient was not using their stimulator because it was in the wrong location is painful. As a result of not using their device they were not receiving 50% therapy relief. On (B)(6) 2014 the patient was seen by their health care provider (hcp) and an impedance check was performed. It was found contacts 8-10 and 13-15 showed impedances greater than 10,000 ohms. The patient was scheduled for revision surgery on (B)(6) 2014. (B)(4). Additional information was requested but had not been received as of the date of this report. If additional information is received a follow-up report will be sent.